Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fever and infection. Vegetation was noted on the leads. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.